Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ant icon appeared in place of cgm readings with multiple transmitters. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission: 06/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2016 with the following findings: a review of the cgm history showed a ¿no antenna¿ warning on 04/05/2016. During investigation, a test transmitter was paired with the pump successfully. Two blood glucose calibrations of 120 mg/dl was accepted in both attempts within two hours. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. There was no ant icon or other warning occurring during testing. The complaint of an ant icon appearing in place of cgm readings was not able to be duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the cgm module or to the pcb. The complaint of a history settings issue was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.